Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for a patient that had low flows and a known outflow graft obstruction. The event log file contained low flow estimates as well as sustained low flow hazard events throughout the log file. These flow readings did not appear to be the result of any external equipment malfunction and were likely associated the reported condition. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log file. Based on the data visible in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
On (B)(6) 2025, the speed of the pump was decreased from 5100 to 5000 on (B)(6) 2025 due to the aortic valve (av) not opening and mild continuousaortic insufficiency was noted on echocardiogram (echo). The patient reported feeling foggier in the head and more short of breath when climbing stairs in the house the morning on (B)(6) 2025. It was noted that these symptoms progressively worsened in the week prior to alarms. 5 days prior to the alarms the patient also had an international normalized ratio (inr) of 1.5. Hey, had previously been therapeutic to supratherapeutic with inr. The patient was told to present to (B)(6) on (B)(6) 2025. On the day of presentation to the hospital the inr was in therapeutic range. An echo performed on (B)(6) 2025 showed left ventricular (lv) dilation and av opening with every beat. On (B)(6) 2025 a chest computed tomography angiography (CT angio) without contrast was completed to rule out outflow graft obstruction due to persistent low flow alarms. The CT showed a long segment of mural thrombosis involving the outflow cannula spanning at least 5.5 cm in segmental length. It was nearly occlusive at its most cranial extent. During hospitalization the patients' symptoms worsened with symptoms of dizziness and pre-syncope with standing. On (B)(6) 2025 dobutamine was initiated prior to patient being taken to cardiac catheterization lab for an interventional procedure in which patient underwent intravascular ultrasound (ivus) of the outflow graft. This showed no intraluminal thrombus but in-fact external compression of outflow graft within the bend relief portion (eogo). The patient underwent balloon angioplasty and successful stenting of the outflow graft with immediate improvement in flows of the vad from 3l to 4.5 l post stenting. The low flows resolved. Patient taken off of dobutamine and sent home on post procedure day 2.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms, which were attributed to extrinsic outflow graft obstruction (eogo). Review of the submitted images revealed findings that appeared consistent with eogo. A specific cause for the eogo, as well as a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported aortic insufficiency could not be conclusively determined through this evaluation. Review of the submitted log files captured multiple low flow alarms between (B)(6) 2025. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. Review of the submitted computed tomography images revealed findings that appeared consistent with extrinsic outflow graft obstruction. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.